Event description:
The shockwave coronary catheter was bent mid-shaft. The catheter was bent in the package. The catheter was never used and was removed. Manufacturer response for catheter, coronary intravascular lithotripsy catheter 2.5 mm x 12 mm (per site reporter), unknown.